Event description:
A baxter sales rep sent an email to baxter corporate product surveillance to report a onelink luer which burst. According to the report, the facility was using them in CT because it appeared that the luer and IV were not tightened enough. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review could not be completed as the lot number was not provided by the customer.